Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. The customer's blood glucose was 2.9 mmol/l. Customer low blood glucose was treated with food. Troubleshooting was done for low blood glucose and over delivery. Auto mode system was used at the time of event. The insulin pump will not be returned for analysis.